Manufacturer narrative:
This report is submitted on august 2, 2022.

Event description:
Per the clinic, the patient experienced an infection (pain and drainage) at the implant site. The abutment was removed and the infection was treated with oral and topical antibiotics. It is unknown if there are plans to re-attach another abutment. The implant remains in-situ.